Manufacturer narrative:
Product event summary: the full lead was returned, analysis, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the left ventricular (lv) lead the physician felt that they perforation a coronary vein while attempting to place the lead, but did not have product performance concerns with the lead. The patient was admitted to the intensive care unit due to pericardial effusion caused by the perforation. The lead not used due to lack of viable coronary vein targets. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.